Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a no disposable, pump won't run message occurred. The patient replaced the cassette and the pump began running again. The patient did not have any interruptions to therapy. This was a continuous infusion. The product fault did not occur while in use with a patient. Actual cassette is available for investigation. The patient had another cassette on hand to use and was able to successfully continue the infusion. The infusion is life-sustaining. The issue is resolved. No patient injury was reported.

Manufacturer narrative:
Device evaluation: one sample was returned for investigation. The samples were received in used condition without the original package. The sample was visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. No damage or kinks were detected in the sample. The sample was filled with 100 ml of water, connected to the pump to look for unusual function. No alarms were activated. Based on the no disposable alarm investigation and root cause conduct trough CAPA-000814 the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be duplicated by functional testing, thus, the complaint was not confirmed. No fault was found. No root cause was determined due to the complaint not being confirmed and no actions were taken, however the above CAPA was open to investigate the failure mode reported. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. D10: device available for evaluation: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.